Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site. Troubleshooting and analysis of the log files was performed and, initially, the issue could not be duplicated or identified. However, while troubleshooting, it was found that the batteries of the system's uninterruptible power source (ups) were swelling. The fse recommended that the batteries be replaced. After the batteries were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device kept shutting down. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.